Manufacturer narrative:
After receiving the complaint, the manufacturing and quality control documents were analyzed. It was observed that the raw materials and production processes are conform to the specifications. No deviations were observed during the manufacturing process. In total, (B)(4) devices from this batch were manufactured in january 2025 and (B)(4) units have already been implanted without any issues. This is the first complaint that we have received about this batch number. The rd team inspected the implants (the complained setscrew + screw). They observed deformations on the screw head and screw body. These deformations suggest that the screw head was angulated over its maximum against the screw body. It can also be seen that the clip is in an abnormally low position and that some clips are broken. As a result, the poly axiality of the screw is also completely blocked. This type of issue is compatible with an extreme force acting on the tulip and trying to pull it out from the bone screw. The setscrew also shows significant damage. This damage is only visible on one side of the setscrew and not around its entire circumference. The damages on the bottom of the setscrew are permanent deformations. They were caused by too high mechanical forces only on one side of the setscrew. We also received x-rays. These x-rays show that the rod (chrome cobalt, 6 mm) is short. These images suggest that there is a lot of stress on the last screw. It is also likely that this stress is mainly focused only on one side of the screw. Taking all these observations and information into account, the main hypothesis is that the mechanical loads applied to the screw and to the setscrew may have exceeded their functional limits, leading to the observed migrations. The clip abnormal position might be caused by the high forces acting on the screw head after the first surgery. The screw was not changed during the first revision surgery. Likely, the screw head pullout process was already ongoing at that moment, and so the clip was already in the abnormally low position. This might have played a major role in determining the setscrew migration, observed just a few days later. The root cause of this cpt is due to the procedure. The mechanical loads applied to the setscrew and to the screw may have exceeded its functional limits, contributing to the migration of the setscrew. Since the pms report (2022), (B)(4) surgeries for the perla tl and perla tl mis range were performed and (B)(4) complaints from the field have been registered for this issue. It represents (B)(4) of issue occurrence. The rate is very low. Therefore, we close this case as it with no further action. For information, we subsequently received a new complaint, (B)(4), reporting that the new setscrew had also migrated. A new vigilance is submitted under (B)(4).

Event description:
We received a complaint about setscrew migration ((B)(4)) from germany. Following initial implantation on (B)(6) 2025, an unplanned revision surgery was required on (B)(6) 2025 due to loosening of a setscrew. A second revision surgery was necessary on (B)(6) 2006 for the same issue. Intraoperatively, the rod was found disengaged from the screw, and the setscrew was loose within the patient. A complete implant replacement was performed to prevent further recurrence. The event resulted in hospitalization and repeated surgical intervention, meeting the criteria for a serious incident.